Event description:
Spontaneous call, pt states that pump will not load cartridge and screen is black. Pt was able to switch to functioning backup pump. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. No other info known. Reported to (B)(6) by pt/caregiver.